Event description:
It was reported that the patient presenting to the hospital after receiving vibratory patient notifier for lead noise. Decreased r-waves with no capture was observed. The noise was not reproducible by isometric and pocket manipulation testing. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal. A lead tip stiffness test was performed and the lead was found to be within specification.